Event description:
It was alleged by the surgeon from clinique (B)(6), that a polyethylene dislocation occurred on a pt that underwent a primary surgery on (B)(6) 2007. It was also alleged, the surgery revision is scheduled for (B)(6) 2010. The surgery reports, x-rays will be requested to the surgeon.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.